Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during bolus. Customer's blood glucose was unknown mg/dl. The customer stated that he is not sure if his cannulas are bent or not when removed. Customer was unable to call helpline due to being busy. The customer declined helpline assistance and reported the incident for documentation only.